Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned because pacing was not being delivered when required. The physician thought that the lead was dislodged. There was evidence of twiddler's syndrome.